Manufacturer narrative:
The pump was received with a pump error drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarms. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had rewind anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.